Manufacturer narrative:
As of today all available information indicates that the graft remains implanted. A request was made to the physician for model/serial, but was unable to provide that information. If additional information is received, an updated report will be sent.

Event description:
Boston scientific evt received information that this ancure abdominal aortic aneurysm graft exhibited type ii endoleaks post implant which resulted in growth of the aneurysm sac. Three unsuccessful surgical interventions were performed to resolve the leak, and eventually an open procedure was performed. During the open procedure, the patient's lumbar arteries were over sewn and the graft was left in place as it had good position.